Event description:
A report was made regarding a broken pump screen, which was cracked, rendering the touchscreen unreadable and unresponsive. The customer's blood glucose level was recorded at 140 mg/dl, within the normal range. As a corrective action, the device is being returned, and a replacement pump will be issued.